Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured between october 17, 2019 to october 18, 2019. H10: nine (9) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was not performed for this complaint. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020 ¿ (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material (plastic) was observed in the fluid path of nine (9) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.